Manufacturer narrative:
Conclusion: two static images and 23 video files were provided for review. The entire patient summary was not attached, but there was a static image of the annulus and left ventricular outflow tract (lvot) measurements for review. Reported annular perimeter was 94.7mm, which is just outside the 81.7-94.2mm instructions for use (IFU) guidelines for 34mm evolut. This would be considered off-label use. Valve load was provided and was free from overlap. The infold upon recapture is evident and is present at 80% deployment. Best practices are to remove the transcatheter system and have it replaced with a new one. Deploying with an infold is off label use. There was no information in the image review results concerning the reported under-expansion of the valve, however the image review states that the valve was infolded upon recapture. Infolding is a type of expansion issue. Per IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." In this event it was stated that a pre-implant balloon aortic valvuloplasty (bav) was performed as well as a post-implant bav. After recapturing the valve and then using a buddy wire to redeploy, the valve was reported to still appear constrained. However, as the depth was adequate, the valve was released, at which time another infold was noted and seen on the returned images. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. A pre-implant bav was reported to have been performed, along with the post-implant bav. Per the physician, the calcified anatomy contributed to the infolding of the valve. After the two dilatations, the valve dislodged. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. The static case plan picture leads us to believe that perhaps the patient¿s anulus measurements being outside the size guidelines for a 34mm valve may have played a role in the valve dislodgment during the post-implant bav. After the post-implant bav, it was reported that there was severe regurgitation, which was not noted on the image review results. Subsequently, a non-medtronic valve was implanted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does indicate device misuse as the user attempted to implant a valve that was outside the guidance for the patient¿s annulus size. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a horizontal, heavily calcified and tortuous descending aorta, the valve was loaded and confirmed via fluoroscopy. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. It was reported that cusp overlap was not applicable due to the angulation greater than 45. The first deployment attempt was too high at approximately 1-2 mm on the left coronary cusp (lcc). The valve opened fully in the annulus. The valve was recaptured and on the second and third attempts, the valve was under-expanded. The valve was recaptured slowly. A buddy wire was used to provide more support due to the severe kinks in the descending aorta. During deployment, the valve did not open differently, but the implant depth was adequate and the valve was released. After release, an infold was noted. A post-implant bav was performed using a 26 mm non-medtronic balloon. Two dilations were performed and on the second dilation, the infold was resolved however the valve dislodged. Severe aortic regurgitation was noted. Subsequently, a non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.